Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient never had therapeutic effect. The patient¿s implant never worked for her and she had it removed due to liver disease and the doctors wanting to remove her implanted devices. It was further reported that the lead remained implanted and was embedded in scar tissue. The patient had liver disease. There was no specific device allegation mentioned but this occurred after the implant. No outcome or intervention regarding this event was reported. Further follow- up is being conducted to obtain this information. If additional information is received, a follow- up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# v913910, implanted: 2012 (B)(6); product type lead product ID 3093-28, lot# v913910, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).